Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace their implantable pulse generator (ipg), which had reached the end of its lifespan. The original ipg was removed and replaced, but no additional details are available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace their implantable pulse generator (ipg), which had reached the end of its lifespan. The original ipg was removed and replaced, but no additional details are available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned implantable pulse generator (ipg) was thoroughly analyzed, and the reported concern regarding end-of-life (eol) status has been substantiated. Data log review indicates that the device reached eol 2 years, 1 month, and 12.4 days following initial active programming. The average energy use index (eui) recorded was 17.0, aligning with a theoretical battery lifespan estimate of 1 year, 9 months, and 27.1 days. This confirms that the ipg operated within expected parameters for energy consumption and battery performance. Device behavior observed during the approach to eol was consistent with the specifications outlined in the product labeling. No anomalies or malfunctions were identified during the evaluation. The investigation confirms that the ipg reached its expected end of service life and functioned as intended throughout its operational period.